Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿leadless micra pacemaker use in the pediatric population: device implantation and short-term outcomes." Pediatric cardiology. 2020. 41:683¿686. Doi: https://doi.org/10.1007/s00246-019-02277-y. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding leadless implantable pulse generators (ipg) use in the pediatric population. The article reports one patient implanted with a leadless ipg in which the thresholds increased significantly. The device was left in situ and a single endocardial lead was implanted. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.